Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during surgery, the monitor spontaneously went into standby, resulting in active monitoring being unavailable. Staff reactivated the monitor to resume monitoring. It was determined the patient had been automatically discharged from the monitor, the patient's name was no longer displayed, and all previously recorded vital signs and data were unavailable locally. The patient was readmitted to the monitor. Following the procedure, the pacu staff was able to recover the data from the central station. During handoff to the ICU, the ICU staff indicated she had admitted the patient to an ICU monitor while the surgery was still actively underway; therefore, when the ICU staff admitted the patient, the system discharged the patient from the or. This resulted in stress for the or staff as surgery was actively being performed and this critical patient was hemodynamically unstable. Based on the potential risk to the patient, the customer requested an enhancement that would not allow another unit to transfer care in the system without an alert to safeguard unintended termination of monitoring. There was no report of actual harm associated with this complaint.